Event description:
It reported that removal difficulties occurred. The 70% stenosed target lesion was none tortuous and moderately calcified left anterior descending coronary artery (lad). A 135 cm mamba flex was used as an exchange device during a rotablation procedure. The mamba was flushed, and the non-boston scientific (bsc) wire was inserted into the catheter. The mamba and non-bsc wire devices placed into the guide catheter at the same time and advanced to the lesion with the non-bs wire leading across the calcified lesion. Then, the non-bsc wire was removed, and the rotowire drive was advanced in lesion. Once the rotowire drive was at distal to the lesion, the mamba was removed. The rotablation successfully completed and the rotapro was removed over the rotawire. Then, the mamba advanced into the distal lad over the rotawire. Upon removal, the rotawire was difficult to remove from the mamba. The physician removed both the mamba catheter and rotawire together. Then, the rotawire removed from the mamba outside the patient, and tried to flush the mamba but could not flush it. The mamba catheter was able to flush it with a non-boston scientific syringe. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a mamba microcatheter. A non-boston scientific (bsc) wire and non-bsc syringe were returned. Visual inspection and microscopic examination of the device revealed no damage or defect. A .014 test guidewire was inserted into the tip end of the device and the wire transcended through the device without hesitations or restrictions in the lumen. A syringe with fluid was attached to the hub and the device was flushed without issue. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and there was no damage to the returned device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It reported that removal difficulties occurred. The 70% stenosed target lesion was none tortuous and moderately calcified left anterior descending coronary artery (lad). A 135 cm mamba flex was used as an exchange device during a rotablation procedure. The mamba was flushed, and the non-boston scientific (bsc) wire was inserted into the catheter. The mamba and non-bsc wire devices placed into the guide catheter at the same time and advanced to the lesion with the non-bs wire leading across the calcified lesion. Then, the non-bsc wire was removed, and the rotowire drive was advanced in lesion. Once the rotowire drive was at distal to the lesion, the mamba was removed. The rotablation successfully completed and the rotapro was removed over the rotawire. Then, the mamba advanced into the distal lad over the rotawire. Upon removal, the rotawire was difficult to remove from the mamba. The physician removed both the mamba catheter and rotawire together. Then, the rotawire removed from the mamba outside the patient, and tried to flush the mamba but could not flush it. The mamba catheter was able to flush it with a non-boston scientific syringe. There were no patient complications reported.